Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 6899829 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine fibroids, nabothian cyst and cervicitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: urinary tract infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), abdominal distension ("hormonal changes describe: bloating"), anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), teeth brittle ("dental problems brittle teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), weight fluctuation ("weight gain / loss (specify which one) it fluctuates going up and down"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and vaginal infection ("vaginal infection"). The patient was treated with diazepam (valium) and surgery (laparoscopy, total abdominal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, abdominal distension, anxiety, female sexual dysfunction, teeth brittle, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, migraine, vaginal discharge, weight fluctuation, abdominal pain, bladder disorder and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, teeth brittle, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: insertion details: essure coil was then placed in both the right and left tubes without difficulty in the usual fashion with three coils visible bilaterally. Discrepancy noted in explant date: (B)(6) 2011, (B)(6) 2011( per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Haemoglobin - on (B)(6) 2011: 10.7. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pathology test - on (B)(6) 2011: diagnosis: uterus, adenomyosis, hysterectomy, cervicitis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Lot number reported (689982 ) is invalid. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received new events, "bladder/urinary problems:- bladder problems, and vaginal infection." Were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 6899829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine fibroids, nabothian cyst and cervicitis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder urinary tract / vaginal) type: urinary tract infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), abdominal distension ("hormonal changes describe: bloating"), anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), teeth brittle ("dental problems brittle teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), weight fluctuation ("weight gain / loss (specify which one) it fluctuates going up and down") and abdominal pain ("abdominal pain"). The patient was treated with diazepam (valium) and surgery (laparoscopy, total abdominal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, abdominal distension, anxiety, female sexual dysfunction, teeth brittle, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, migraine, vaginal discharge, weight fluctuation and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, teeth brittle, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details: essure coil was then placed in both the right and left tubes without difficulty in the usual fashion with three coils visible bilaterally. Discrepancy noted in explant date: (B)(6) 2011, (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Haemoglobin - on (B)(6) 2011: 10.7. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Pathology test - on (B)(6) 2011: diagnosis: uterus, adenomyosis, hysterectomy, cervicitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs & medical record received: lot no added. Event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: bloating & anxiety, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder urinary tract / vaginal) type: urinary tract infections, migraines / headaches , pain, vaginal discharge, weight gain, ovaries pain were added. Severity of event abdomen pain, pelvic pain and ovaries pain were updated as severe. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, treatment drugs were added. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.